Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed motor test. The insulin pump had scratched lcd window, cracked display window corners, cracked reservoir tube lip. No excessive no delivery alarm.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 407 mg/dl at the time of incident. The customer's blood glucose was 339 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.